Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that doctor attempted to thread the impactor in and could not, he looked at it and said the threads are messed up. A different impactor was used to get the nail in."

Manufacturer narrative:
Evaluation revealed the target device gamma3® to be the subject product. No further associated products were reported. A physical examination of the device could not be carried out as the device was not returned to stryker kiel. A review of the device history records could not be carried out as the lot code of the device was unknown and could not be provided. Thus, a reasonable examination and investigation was not possible. We entertain suspicion that the event was related to an intra-operative damage of the device - caused by cross-threading (under significant malalignment) the strike plate into the target device and / or by not properly screwing the strike plate into the target device (no frictional connection between both units). In case of intended use such damage would not have occurred. With the information given the exact root cause could not be determined. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. Device was not returned.

Event description:
It was reported that doctor attempted to thread the impactor in and could not, he looked at it and said the threads are messed up. A different impactor was used to get the nail in."